Event description:
Customer reported unexpected negative reactions with capture-r ready ID (crrid) test wells. Anti-c was not detected in a patient sample in screening and identification assays on galileo.

Manufacturer narrative:
The reactivity of the c antigen was confirmed on retention crrid, lot id099. The customer did not return product or sample for investigation it is not possible to rule out the sample as a cause of the event. The antibody appears to be at the limit of detection.